Event description:
Patient was seen by implanting physician. The sense incision was open, but it was not infected. The skin edges are 2-3 mm apart for approximately 2/3 of wound. Mupirocin and steri-strips were applied. Oral antibiotic were prescribed. The issue was resolved as of (B)(6) 2019 and the patient was activated.

Event description:
The patient presented at the ER with her chest wound opened up. She will follow up with an office visit to the implanting md.